Manufacturer narrative:
(B)(4). The device was not returned for evaluation, and as such, the reported problem could not be verified. The direct cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was unavailable for evaluation, a device analysis could not be completed. A service history/device history log review will be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device after automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative (tsr) helped a care giver (cg) clear the alarm and instructed the cg to call a registered nurse (rn) to adjust the tidal therapy settings on the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.